Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report receiving an m31 air detected in cassette alarm in drain 0 of their treatment. The patient reported seeing fluid on the floor four days ago but not during this treatment. The patient was advised to discontinue the use of their cycler due to recurring m31 alarms. They were advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the incomplete treatment. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up with the patient, the reported event was confirmed. The leak occurred in fill 1 of their treatment. The patient could not determine the source of the leak. The cycler did alarm during the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No prophylactic medications were administered. The patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler will be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report receiving an m31 air detected in cassette alarm in drain 0 of their treatment. The patient reported seeing fluid on the floor four days ago but not during this treatment. The patient was advised to discontinue the use of their cycler due to recurring m31 alarms. They were advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the incomplete treatment. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up with the patient, the reported event was confirmed. The leak occurred in fill 1 of their treatment. The patient could not determine the source of the leak. The cycler did alarm during the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No prophylactic medications were administered. The patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.